Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, 3 clips conforming and 10 malformed clips were received with the device. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 7 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ten millimeter clip applier was pulled and it was firing two clips at a time. A device of a different product code was used to complete the procedure. The devices were not part of a kit. A cholangiogram was not performed in the procedure. The issues caused a ten minute delay in the procedure, but there were no adverse consequences for the patient.